Manufacturer narrative:
This bone cement is manufactured at facility, and distributed through zimmer orthopaedic surgical products. Evaluation summary: batch 66644191, which is the subject of the complaint, has been checked against the relevant production record by the quality control department. The check suggested no irregularities whatsoever. The above-mentioned batch was packaged according to specifications. In order to rule out the risk of a product component being missed, a special control station during the packaging process is performed after each production job, and it is documented on a record. Therefore, the reason for the missing glass ampule is not clear. Evaluation: device history records indicate device manufactured to specification.

Event description:
It is reported that when the box of palacos was opened, it contaminated only the powder and no monomer.